Event description:
The device was defective upon inspection during prep. The device was removed and given to the vendor. Another of the same was implanted with no harm to the patient. Manufacturer response for septal occluder, (brand not provided) (per site reporter) clinical site notified mfg rep directly and coordinated return.